Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that following creation of the corneal flap in the left eye, tags were noted in the five o'clock position. The surgeon experienced some difficulty lifting the flap; nevertheless, he was able to complete the treatment successfully. No further information is expected.

Manufacturer narrative:
A review of the technical investigation showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. The root cause could not be identified conclusively. (B)(4).